Event description:
It was reported that the tip of the pituitary broke off during surgery and the broken piece was retrieved. No pt complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for eval. Visual macroscopic exam shows that the lower jaw is completely broken off of static shaft is broken. The pin connecting the upper jaw with the static shaft is also missing. It appears that excessive force applied to the instrument may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.